Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of customer's issues with high blood glucose level. The wife states the customer received motor error and believes the motor is not working. The customer's blood glucose level at the time of incident was 349mg/dl. The customer's most current level was 474mg/dl. Troubleshoot was conducted, and the device passed all testing and was found to be functioning as designed. The customer continued to call back due to blood glucose levels not stabilizing. The customer was advised that it may be attributed to their body's adaptation to the insulin. The customer was advised to speak with their health care provider over the unexplained high blood glucose.